Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-01039. This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male pt had the following medical history: angina pectoris, hypertension, lipid metabolism abnormality, diabetes, smoking and kidney failure. The target lesions were located in the proximal and distal circumflex and the obtuse marginal. The circumflex was de-novo, eccentric, bifurcated and calcified. The obtuse marginal was de-novo, eccentric, and calcified as well. Aha/acc classification of the vessel was type c for both. For the circumflex, the lesion length was 45mm and vessel diameter was 3.0mm. For the obtuse marginal, the lesion length was 15mm and vessel diameter was 2.5mm. The procedure was an elective case. For the obtuse marginal, pre-dilation was conducted with a 2.5 x 15mm balloon at 12atm for 30 seconds. A 2.5 x 18mm cypher stent (lot number unk) was implanted at 14atm for 30 seconds. Post-dilatation was conducted with a 2.5 x 15mm balloon at 16atm for 30seconds. For the proximal and distal circumflex, a rotoblator was used. Pre-dilation was conducted with a 2.5 x 15mm balloon at 12 atm for 30 seconds. A 2.5 x 28 mm cypher stent was implanted at 16atm for 30 seconds. A 3.0 x 23mm another cypher stent was implanted at 12atm for 30 seconds proximal to the 2.5 x 28mm cypher overlapping it. The bifurcated portion of the vessel was treated by crush stenting. Post-dilatation was not conducted for the circumflex. There remained a untreated lesion distal to the 3.0 x 23mm cypher stent. Ivus was not conducted. Timi flow was 3 before the procedure and 3 after the procedure. The residual % of stenosis was 0% for both lesions. Act was not measured. A week later, the pt went into cardiopulmonary arrest. The pt was resuscitated. Coronary angiography, ivus and angioscope were conducted and thrombus was observed in the cypher stents implanted in the circumflex. To treat the thrombus, balloon angioplasty was conducted. Then, a bare metal stent was implanted overlapping distal to the 3.0 x 23mm cypher stent.